Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the abdomen which is off label usage of the device on (B)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).